Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that the keypad on the insulin pump is not responding. The customer also reported that the display screen of the insulin pump is frozen. Advised insulin pump would be replaced. No additional information is provided.